Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter confirming that this event did not prolong the procedure nor have any negative impact on the overall outcome. The customer went on to confirm that this event occurred during a therapeutic procedure, and the procedure was completed using another device without any patient harm. A final note from the customer stated that neither the scope nor the light source had a permanent issue. Reportedly, there was an original error message that was quickly resolved. However, the unit was not properly restarted prior to the procedure and that confused the staff.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source began producing a b30 scope communication error during an unspecified procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.